Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during treatment and the machine prompted with m30 balloon valve leak alarms. Upon follow-up, the patient stated on (B)(6) 2023 they noticed a puddle of fluid on the floor by where the cycler cart sits the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the patient confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using manuals to complete treatments. The patient contact confirmed a replacement cycler has been received, and the patient will continue use of the replacement cycler tonight. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during treatment and the machine prompted with m30 balloon valve leak alarms. Upon follow-up, the patient stated on (B)(6) 2023 they noticed a puddle of fluid on the floor by where the cycler cart sits the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the patient confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using manuals to complete treatments. The patient contact confirmed a replacement cycler has been received, and the patient will continue use of the replacement cycler tonight. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.